Event description:
The customer reported that while the unit was in use on a pt, the heart rate stayed at 39 bpm and below while the unit continued pumping at the correct heart rate of 80 bpm. The pt was switched to another unit and therapy was continued. No pt injury was reported.